Event description:
Same patient as MFR# 6000089-2007-00852 and 6000089-2007-00853. It was reported that during a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 2.5x20mm taxus express2 drug eluting stent was used in the posterior descending artery (pda). In-stent restenosis was experienced. No additional patient complications were reported. Multiple attempts for additional information have been made; however, no additional information has been received.

Manufacturer narrative:
As no device was received for analysis, it is not possible to determine if any issues existed with the actual device that could contribute to the complaint incident. A review of the manufacturing record for this particular batch # 9005329 shows that the device met its material, assembly and product specifications at the time of its release to distribution.